Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The ht advance guide wire (part#1044588/lot#0102201) is being filed under a separated manufacturer report number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned voyager dilatation catheter noted blood visible on the shaft and balloon. There was crystallized contrast in the inflation lumen and in the balloon. There was contrast on the guide wire coils. The balloon was loosely folded. This is consistent with preparation, the catheter advanced into the patient anatomy and the balloon inflated. There was a bend in the hypotube 36.3cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The balloon catheter was returned advanced over the guide wire used in the procedure. There was 32 cm of the distal end of the guide wire extending from the balloon catheter tip. There was an unknown piece of clear soft material 2 mm in length, wrapped around the guide wire coils 8.8 cm distal to the proximal solder. There were two bends in the guide wire tip 3.5 mm and 7.5 mm proximal to the tip ball. The balloon catheter was removed from the guide wire with no resistance noted. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. A full length mandrel was used to measure inner diameter of the tip and guide wire lumen of the balloon catheter and this met manufacturing criteria. An attempt was made to advance the distal end of the guide wire through a hole gauge, but the guide wire was not able to advance past the unknown material on the coils. The unknown material was removed from the coils, and the distal end of the guide wire, including the proximal solder, was advanced through the hole gauge which met manufacturing criteria. The reported difficulties were unable to be confirmed as the returned guide wire was back loaded through the balloon catheter and removed from the balloon catheter with no resistance noted. It is possible the unknown substance on the guide wire contributed to the reported difficulties; however, since the material was not reported in the incident information and the catheter was able to initially advance over the guide wire, it is possible the material came in contact with the guide wire during packaging, handling and return to abbott vascular for analysis. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. The reported difficulties were unable to be confirmed and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that the voyager nc was advanced over the ht advance guide wire and was used to successfully treat the lesion. During removal, the balloon became stuck on the guide wire and both devices were removed from the patient as a unit. Another guide wire was used with a stent to complete the case. No patient effects were reported. No additional information was provided.